Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a rewind anomaly and an issue during priming process. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed and the customer was advised that the insulin pump will be replaced and instructed to revert to a backup plan per health care professional instructions and place pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested and the customer response was that the device will be returned.

Manufacturer narrative:
Unable to perform displacement test, prime/seating test, force sensor test, and occlusion test due to appearance of pump error 53 during rewind. Rewind test failed due to pump error 53 alarm appearing during rewind. The pump passed the self test. Test p-cap and reservoir locks properly into the reservoir compartment. A rewind anomaly was noted. Successfully downloaded pump history files and traces using thump software. Found 12 pump error 53 alarms in the pump history files and traces on the event date of 08/08/2025 at 13:39:23.000 to 18:32:17.000 due to a possible hardware failure (file #: 16, line #: 450, esf #: 3730112). Pump alarmed 14 pump error 54 alarm on the event date of 08/08/2025 at 13:39:23.000 to 18:32:17.000 (file #: 26 32149 16 32149 16 32149 16, line #: 1468 202 450 223 450 202 450, esf#: 3730112) pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Rewind anomaly was confirmed during testing due to a pump error 53 alarm. Unable to verify customer's complaint for prime/fill anomaly due to rewind anomaly. Pump error 53 (file #: 16, line #: 450, esf #: (B)(4)) was confirmed during testing due to a motor failure, problem isolated to the motor assembly. Pump error 54 was confirmed in the pump history files and traces due to a motor failure, problem isolated to the motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.